Event description:
It was reported that revision surgery was performed following a posterior column fracture of left acetabulum. The pt reports that at the time of revision there was an eroded pelvis, metal debris, stained tissue and bone and 3 months post-operatively the pt is non weight bearing. Pt had received a chiari osteotomy prior to initial implantation of bhr. Implanting surgeon noted. "Previous chiari-useless for cup fixation".